Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a "punctured lung" during the implant procedure. The patient reported a tube was placed. The pacing lead remains in use. No further patient complications have been reported as a result of this event.